Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces. No blank display noted. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. Moisture damage was found on electronic and motor assembly. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump has been exposed to moisture damage. Customer stated the insulin pump's display went blank immediately after the pump was exposure to moisture. Customer's blood glucose levels were not included in the report. Nothing further reported.